Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : device was not returned to manufacturing facility.

Event description:
It was reported an under infusion event that an unspecified volume was leftover at the end of the infusion. To ensure that the entire volume was infused, the clinicians reportedly "add volume" in the programming, and monitor to ensure that "air does not enter the line at the end of infusion." This was reported to bd associates during their sit visit. There was patient involvement but unknown outcome.